Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately a shock due to oversensing of atrial fibrillation. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.